Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that the patient passed away due to pneumonia that they acquired after a hip surgery. The device was never activated and the physician did not believe the cause of death was related to the nevro device.